Event description:
It was reported that the customer had an a52 alarm on the insulin pump. The customer's blood glucose level 336 mg/dl. The customer states the did not occur white trying to change settings on insulin pump using paradigm pal software. The customer states the alarm did not occur after a battery change. The customer was advised that the a52 alarm is a program safety alarm that in this instance occurred after a specific series of steps were performed and is rare. The customer was able to reset insulin pump and was able to bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.